Event description:
Customer mother reported issues with her child's insulin pump. Customer states that the insulin pump is alarming during priming. The blood glucose reading is 371 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed a33 during the basic occlusion and unable to prime during prime/a33 tests due to protruded loose drive support disk. The insulin pump was received minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.